Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). No troubleshooting was performed. The customer informed customer is using a third party bulb and requested a transfer to repairs. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ignition error during a colonoscopy diagnostic procedure under sedation involving an olympus xenon light source. The customer replaced lamp and the error returned. There was no patient injury reported.